Manufacturer narrative:
Of the 14 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to a damaged battery cap.

Event description:
This report summarizes <noe> 14</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 50-210 pounds and between 11 and 60 years of age. Of the reported patients, 7 were male and 7 were female.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2016- this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.